Event description:
It was reported that the right lead was "open" and impedances greater than 4,000 ohms were measured on "4 and 7 bipole." It was noted that all other combinations were 1868 ohms. It was noted that the patient had a "routine surgery" on (B)(6) 2012, but it was unknown if it was device related. It was noted that the that a longevity calculation was performed and revealed an estimation of 89 months left on the implantable neurostimulator (ins) battery life. It was noted that the current battery voltage was 3.0v. Additional information received reported that an electrical impedance was performed but no changes were made to the device or settings. It was noted that the patient "reported no change in therapy" and no cause was determined. It was noted that the patient had a follow-up appointment with his nurse in (B)(6) 2012 for a routine exam. It was noted that the patient reported "therapy was running fine and effectively."

Manufacturer narrative:
Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension, product ID: 3389s-40, lot# v013742, implanted: (B)(6) 2008, product type: lead. Product ID: 3389s-40, lot# v161578, implanted: (B)(6) 2008, product type: lead. (B)(4).